Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient did not feel stimulation and was afraid that the lead had migrated. When the patient increased stimulation to 4.2 they encountered the cannot provide your desired setting call your clinician error message. Additionally, the patient reported that they had not had a bowel movement since the start of the trial. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.